Event description:
Perclose closure device product failure. Perclose device broke in half with in the right femoral arterial during right femoral artery closure prior to impella supported pci. Required vascular surgery intervention.